Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 12 mm xience prime stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. A buddy guide wire was used, and the sds was slowly maneuvered up and down, but still could not cross, and the mid shaft bent, then separated outside the patient. The device was removed and a non-abbott sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.